Manufacturer narrative:
Device is combination product. Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
(B)(4). It was reported that the patient died. In (B)(6) 2013, the patient was referred for cardiac catheterization and coronary angiography revealed 90% stenosis in mid right coronary artery (rca). Subsequently, index procedure was performed. The target lesion was located in the mid rca with 90 % stenosis and was 16mm long with a reference vessel diameter of 3.0mm. The target lesion was treated with pre-dilatation and placement of 2.75x24mm promus element¿ plus drug-eluting stent. Following post dilatation, residual stenosis was 0%. One day post procedure, the patient was discharged on aspirin, clopidogrel and prasugrel. In (B)(6) 2017, the patient expired.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that cause of death was unknown, death certificate was not available and it is unknown if an autopsy was performed. However, per adjudication, stent thrombosis occurred.